Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device discarded at facility.

Event description:
A company representative reported that during a medical procedure (mand fracture) the screw fractured below the head of screw ((B)(4)) where the threads stop. The company representative was not present for case, and at this time, the representative has no further information (i.e. Blade details). The screw head was discarded at the facility and body of screw was left in the patient's bone.